Event description:
Boston scientific received information that the patient with this device experienced syncope.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.